Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding a check patient line alarm. The hp stated that they had connected too early during prime, disconnected until prime completed, and then reconnected to complete therapy. He then either called his registered nurse or global technical services (he could not recall), and was told to start over with new supplies. Proper procedures were reviewed with the hp. Since then, therapy has been going well. There were no adverse events reported in relation to this event. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.